Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Feedback suggests that during set up for chemotherapy, separation has occurred at the tubing of the set. Report suggests not in use on a patient, and no harm to user.